Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient expired eleven days post implant. The patient's spouse contacted boston scientific technical services (ts) and inquired about the device and if it was included in any advisory populations. It was reported that this device was not in any advisory population. The spouse noted that the patient was too weak to endure surgery. She felt the device should not have been implanted. Additional information was received from the field representative that the patient had undergone bypass surgery prior to the device implant and had never recovered from the bypass procedure.